Event description:
It was reported, the camera head had no image when plugged in. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: g3, h2, h4, h6, and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had no image when plugged in. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.